Event description:
It was reported that the patient presented in-clinic. Upon interrogation, the atrial lead exhibited over-sensing noise and inappropriate mode switch. No intervention was performed. The patient was stable.